Event description:
Procedure type: lap chole. According to the reporter: there was a place of orange shaving from the inside of the cannula of the trocar that was found in the cavity of the pt. Surgeon removed the shaving and continued on with the case. Minimal delay in operating room time. No bleeding. No pt injury was reported.